Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The procedural sheath was pulled back against the proximal end of the shuttle. Sealant was visible through the shuttle cartridge side slit. Blood was observed on the outer surface of sealant. The advancer tube was found inside the shuttle cartridge which indicated an incomplete engagement of the advancer tube. Shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. The catheter, shuttle cartridge and introducer sheath were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. The review of the lhr (lot f1324002) indicated that the device lot met all established performance criteria prior to shipment. Based on the provided info and the investigation performed, the probable root cause of reported failure to deploy could have been from incomplete engagement of the advancer tube.

Event description:
The following info was reported to aci: "device did not deploy from the introducer".